Manufacturer narrative:
Product investigation did not confirm the reported observations. This lead was subjected to and passed continuity, hi-pot and device-to-device tests. Detailed analysis identified a necked-down inner coil near the terminal pin, deformed conductor coils near the tip. Electro-cautery damage in a few places on the insulation and surface environmental stress cracking noted on the insulation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement, dislodgement was discovered during routine follow-up. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement, dislodgement was discovered during routine follow-up. No additional adverse patient effects.